Event description:
It was reported that the patient passed away. The cause of death was thought to be due to patient falling asleep in batteries and sleeping through multiple alarms for low voltage, as the patient was found dead in bed. The device was previously working as intended and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of full battery depletion could not be confirmed as no log files were submitted for evaluation. Additionally, a direct relationship between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), , rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate ii lvas. Section 3, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6, ¿patient care and management¿, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ furthermore, this section explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.